Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user who participated in survey for ilet experience study experienced a rapid-onset hypoglycemic event while walking, with difficulty speaking coherently and feeling markedly shaky; no blood glucose questionnaire or hospitalization details were obtained despite follow up with the user, and no device alerts or alarms were reported. Investigation included attempts to collect additional information from the user. Investigation of this case revealed that the cause of the hypoglycemia was not determined. Symptoms included shakiness and slurred or incoherent speech consistent with neuroglycopenia during hypoglycemia. Outcomes included transient functional impairment without hospitalization or reported long-term sequelae. It was concluded that the event was user-experienced hypoglycemia with cause unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.